Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 400 mg/dl and 32 mg/dl. L1 and l2 controls were run on current strips, no quality controls were run on strips used during this event. No adverse event reported. Customer does not have strips; a replacement was sent.